Event description:
It was reported that suture placement in the right common femoral vein using a proglide device using the pre-close technique via a 7f sheath hole prior to an amulet interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f sheath, and the amulet procedure was completed. Reportedly post procedure, during knot advancement of the second suture with the suture trimmer, a suture break occurred below the vessel. A new proglide device was used to achieve hemostasis. Additionally, a small hematoma was noted and treated using manual compression. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulty and subsequent treatments are likely due to the circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. The patient effects of hematoma is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the vessel closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.